Event description:
(Catheter implanted at right atrium). Reporter's mother had a catheter put in on 4/11/97. It broke off and the physician left it in her mother for about a week. On 5/5/98 the strand that broke off was removed. The physician felt that the catheter was defective and gave it to her aunt. A new implant was put in, in may 1997. The catheter was identified as a medtronic low profile import; vascular access port. The complainant still has the broken catheter in a bag. She contacted medtronic, coleta, ca after the incident. The complainant has not heard anything back from medtronic. She is concerned that the incident was never reported. Medtronic requested that they send them the catheter; however, this was never done. Investigator told her that medtronic may not have been able to conduct an adequate investigation without the broken catheter. However, investigator told her that the incident should have been reported to the FDA. Since investigator do not have access to these records, investigator told reporter they would submit a complaint for follow-up during the next scheduled inspection of the firm. Reporter said their mother almost died as the piece moved near her heart. They felt she was lucky to be alive. Tip was found at the right subclavical.